Event description:
The customer stated that the insulin pump had a blank display and when she inserted a new battery, the screen displayed a number two and the buttons didn't respond. Troubleshooting was performed and the insulin pump gave an error alarm every time a new battery was inserted and the buttons did not respond. The reported blood glucose reading was 190 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No beep anomaly was noted. Unable to verify any alarms or frozen screen due to the blank display.